Event description:
It was reported that the user experienced a low blood glucose episode while using the ilet bionic pancreas, with the lowest cgm value of 63 mg/dl and a confirmatory glucometer value of 58 mg/dl; the user treated with oral glucose gel totaling approximately 30 grams and glucose levels recovered to 104¿111 mg/dl by the end of the call. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the low without emergency care or hospitalization. Investigation included phone-based troubleshooting and user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and no identifiable contributing factor, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.